Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent vibration on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation and passed external visual inspection. A review of the receiver data log and global receiver functional testing found no errors related to the customer complaint. The device passed the vibration test. Also, the data log was provided by the patient. The data was reviewed on 07/27/2015; however, did not include the date of issue. Therefore, the reported event of intermittent vibration could not be confirmed. The reported fault could not be reproduced. The customer complaint could not be confirmed.